Event description:
The tubal bands are used for tubal surgeries. The bands are applied to nondisposable tubal bander. The applier is inserted into the tip. The band is applied and the tech uses a tubal bander pucher to secure the band. Noticed a lot of bands would break in two or pop off before they could be used properly. All the lot numbers reported break off.